Manufacturer narrative:
The events of firmness and hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 2.5 months after injection with 2 syringes of juvederm ultra plus xc in the cheeks, zygomatic arch, nasolabial folds, and jowls, the patient developed firmness in the nasolabial folds and jowls as well as hard nodules in the right jowl area. The firmness in the right nasolabial fold and jowl were worse than the left. The patient was treated with massage, heat, and hyaluronidase. The healthcare professional also suggested an antihistamine. Symptoms have improved, almost completely healing on the right side. The healthcare professional noted that the patient did not want to dissolve the product completely because the patient "...liked the volume & correction & and nodules (now lessened & softer) [which] did not bother [them] now."